Manufacturer narrative:
The issue was in the fluromerge software where inaccuracies in the trajectory views if the system is in trajectory views during registration. The surgery was completed without navigation and there was no adverse affects to the pt.

Event description:
Medtronic rep reported the site discontinued navigation as a result of an alleged inaccuracy with the treon system. Surgeon continued the surgery open vs minimally invasive, as they aborted the use of navigation.